Manufacturer narrative:
No system issue was reported by the customer. The customer is running samples in duplicates prior to releasing the results this occurred between late july and early august but was not reported to bci until (B)(6) 2010. No service call was initiated or requested. A definitive root cause has not been determined for this event to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low glucose (glucm) results generated by synchron lx 20 pro clinical system for seven patient samples. The results were not reported out of the laboratory. The results of the duplicate tests were higher. The results were not provided. There was no effect to patient or user.